Event description:
It was reported the "luer-hub was leaking". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and two relevant findings were identified. Two non-conformances were opened in regard to extension line leak during use and one non-conformance was opened for 13c20j1015, 13c20m1622, 13c20m0531 and 13c21b0434 in regards to extension line leak during use. Without the sample returned, it cannot be confirmed if this complaint has the same failure mode as the identified non-conformances. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the "luer-hub was leaking". No patient harm reported. The device was replaced. The patient's condition is reported as fine.